Event description:
Customer reported there are cracks on her insulin pump. There is a crack on the corner of the screen. Sometimes there is moisture under the display, making it unreadable. Customer's blood glucose was 145 mg/dl. She does not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
He insulin pump was received with cracked display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip. No moisture damage on electronics noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)